Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient also had a right centrum infarct. The patient had a history of myocardial infarction in the entire left anterior descending artery (lad) and 90% obtuse marginal artery (om1). A surgical procedure (s/p) of the left anterior descending artery (lad) and left circumflex artery (lcx) that was complicated by a myocardial injury requiring extracorporeal membrane oxygenation (ECMO) and lvad placement. There patient also had a cerebrovascular accident (cva) and recurrent pleural effusions antiphospholipid syndrome. No further information was provided.

Manufacturer narrative:
Additional information: d4, h4 manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements.  No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b5: additional information. No further information was provided. A supplemental report will be provided after the manufacturer's investigation.

Event description:
Additional information: events occurred prior to the patient's left ventricular assist device (lvad) implant; since patient was on extracorporeal membrane oxygenation (ECMO) support to lvad support, it is unknown when the cerebrovascular accident (cva) occurred. The cva was seen on a CT scan and the patient was asymptomatic.